Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there had been two lead warnings, with the most recent for high atrial threshold capture management. The device was reprogrammed to unipolar. The lead is still in use. No patient complications have been reported as a result of this event.